Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that the healthcare professional thought he was 3 cm off.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Logs and archive were reviewed and provided insufficient information to determine root cause of the reported behavior. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively while verifying instruments and delayed the surgery by 25 minutes. It was reported that the doctor was able to register the patient at 2.3. He was able to verify anatomical landmarks and everything looked fine. When the doctor switched to using the shaver the doctor stated that the instrument was way off (cm). A medtronic representative was at the site and had tried restarting the system, removing and adding the tool card. A second shaver was brought into the room and had noticed the same inaccuracy. The site had done two trace methods to verify the instruments and register the patient. The use of the navigation device was aborted. The surgery was completed and there was no impact on patient outcome. Another medtronic representative reported that the exam had registrations present from before a registration was ever done. He checked out the system with resin head and could not duplicate the inaccuracy. Additionally, he was able to register a random (similar) patient using resin head as well somehow.